Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that dropped to less than 70 mg/dl. The patient was nauseous and vomiting. The ketones were positive. For treatment, the patient was given fluids. The patient was prescribed antibiotic cefdinir at 1.75 ml for 7 days and anti-nausea medicine zofran. The pod was worn between 4 and 24 hours on the arm. The patient was discharged after 4 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.